Event description:
It was reported that pump malfunction occurred when customer was unable to remove case from pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions, then ended call. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.